Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert indicating that remote monitoring (rmd) was no longer available due to limited battery capacity, with an explant indicator displaying a date of (B)(6) 2000. Technical services (ts) reviewed the available information and noted that the device had approximately three months of remaining longevity and was already scheduled for replacement. Ts indicated that the cause of the rmd event could not be fully determined due to limited device data, although no prior voltage alerts had been observed. Engineering review suggested that either the device impedance had previously been normal or additional data would be required to determine the cause of the rmd event. Ts discussed options including upgrading the device software, obtaining additional device data for further analysis and recommended to replace this device if necessary. No adverse patient effects were reported. This crt-p remains in service.